Event description:
Customer sent a repair request for worn sheath issue and annual maintenance check. There is no patient involvement associated on this repair request reported. No user injury reported. Device return evaluation found foreign material on the device raiser. This report is being submitted for foreign material found on the raiser during device evaluation.

Manufacturer narrative:
Device was received and evaluated. Device inspection and evaluation noted raiser unit found with foreign material. Furthermore, forceps channel port was found deformed. Grip, s-cover and control unit has scratch. Aw-cylinder, s-cylinder has discoloration. Sw1 and switch box , control knob, (right/left/up/down knob) has scratch. The el (electrical connector) has corrosion. Ig (image guide) protector found damaged, c-cover has dent and due to wear of angle wire, the play of u/d/r/l knob is out of standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material because it was inappropriately reprocessing by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿